Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was calling regarding another patient and said that his cousin's wife had a spinal cord stimulator (scs) for back pain and had it removed, he thinks it was because it didn't provide the patient with therapeutic relief. The caller had no further information. See (B)(4) for information regarding 2 other patient's who had their scs's removed.